Manufacturer narrative:
Return of product has been requested. Product not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brush heads coming off in mouth [device breakage]. Brush heads don't seem to fit securely [device connection issue]. No adverse event [no adverse event]. Case description: a consumer of unspecified age and gender reported via phone on (B)(6) 2016 that the oral-b trizone brushheads (professional deep sweep heads) were not staying on his/her oral-b power rechargeable toothbrush handle professional care 4736 model d17.525u, elaborating that they were coming off in his/her mouth. The consumer explained that when he/she turned the brush on and started to brush, the head vibrated and came off in his/her mouth; this happened about 30 seconds into brushing. The consumer asserted that he/she had never choked on it or damaged his/her teeth, and was able to easily retrieve the brush head with his/her fingers. He/she described that the brush heads just didn't seem to fit securely on his/her 10 year old toothbrush handle. No symptoms developed.

Manufacturer narrative:
The 07-sep-2016 product investigation results: the evaluation of this complaint was done based on the valid production code and retain samples in the plant - no failure identified.

Event description:
Brush heads coming off in mouth [device breakage]; brush heads don't seem to fit securely [device connection issue]; no adverse event [no adverse event]. Case description: a consumer of unspecified age and gender reported via phone on 20-jul-2016 that the oral-b trizone brushheads (professional deep sweep heads) were not staying on his/her oral-b power rechargeable toothbrush handle professional care 4736 model d17.525u, elaborating that they were coming off in his/her mouth. The consumer explained that when he/she turned the brush on and started to brush, the head vibrated and came off in his/her mouth; this happened about 30 seconds into brushing. The consumer asserted that he/she had never choked on it or damaged his/her teeth, and was able to easily retrieve the brush head with his/her fingers. He/she described that the brush heads just didn't seem to fit securely on his/her 10 year old toothbrush handle. No symptoms developed.